Event description:
In 2009, the lay user/patient's neighbor contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was not powering on. The medical surveillance specialist (mss) spoke with the patient on february 26, 2009 and obtained the following information. The patient reported that the alleged issue began approximately 3 weeks prior to contacting lfs. As a result of the issue, the patient stated that she continued to take her oral medication (2 metformin pills) and lantus insulin (60 units at bedtime) as usual. Approximately 2-3 days after the alleged issue began, the patient reported that she developed a headache and felt jittery, shaky, and off balance. In response to the symptoms, the patient stated she was taken to the emergency room by a relative (date/time of visit unknown). While at the ER, the patient confirmed that her blood glucose was tested with the ER/hospital meter; however, she did not know what her blood glucose reading was. The patient stated she was hospitalized for about 1 week for a high blood sugar and during that week she was treated with insulin (type and dose unknown). At the time of troubleshooting the customer care advocate (cca) noted that the subject meter powered on manually and when a test strip was inserted. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.